Event description:
The customer states that one patient generated a falsely elevated architect cea assay result from blood samples taken during a checkup. An initial result of 14 ng/ml was generated. The customer received chemotherapy but it is unclear whether the treatment was due to this single falsely elevated result. The testing was performed during the week of (B)(6) 2013 thru (B)(6) 2013 and the result(s) generated by one particular reagent pack (identified by "(B)(6)" by the customer). When a new reagent pack of the same lot was placed on the architect i1000sr analyzer and the patient sample retested, a lower (expected) result was generated (it is unclear whether the lower result was generated from the same sample or if a new sample was drawn and tested). Because of the initial falsely elevated result, the patient received a CT scan along with a thorough examination to rule out the possibility of cancer. The customer did not provide any information in regards to whether the CT scan involved the injection of contrast media or not. There is no further information available other than this patient may return in one month for retesting. There was not an adverse impact realized to this patient as a result of the activities performed based on the initial elevated results, which showed no abnormalities. The patient's physician also confirmed that no cancer was suspected for this patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k68 that has a similar product distributed in the us, list number 06c02. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Testing of a serum based panel sample with a target concentration of 5 ng/ml using in-house retained kits was performed; all specifications were met indicating that reagent lot 26546lf00 is performing acceptably. A review of the manufacturing documentation for this reagent lot did not identify any issues associated with the customer observation. Information from the customer site found that the customer only tests one level of control every three days. Labeling recommends a single sample of all control levels every 24 hours per each day of use. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect cea assay package insert and the architect system operations manual both contain information to address the current customer issue. The assay is not recommended as a screening procedure to detect cancer in the general population. Based on the information from the customer site and the results of the current evaluation, a product malfunction was not identified. Data indicates that the suspect reagent bottle may have been compromised prior to use. Describe event or problem: the initial MDR stated that this patient had received chemotherapy but it was unclear whether or not this was initiated due to the falsely elevated cea result. Clarification from the customer site verified that no chemotherapy had been given this patient for any reason.